Event description:
During image guided removal, the double lumen peripherally inserted central catheter (PICC) line located in the right saphenous vein fractured and 4.5cm of the catheter was retained in the patient. No harm to the patient.